Event description:
Reported the ventilator screen went blank and the unit shut down while in use on a pt. The customer reported when the ventilator was turned back on it went through a restart countdown. The customer reported the ventilator alarmed and there was no pt harm. The respironics service technician was unable to duplicate the reported problem, however a diagnostic code was found in the history log indicating the unit had a restart. The respironics service technician found the ac power cord was not fully seated into the back of the ventilator. The service technician reseated the power cord and the unit functioned properly. Extended self testing (est) was performed, and passed per operating specifications.